Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for an unknown surgery on (B)(6) 2020. It was discovered that the cancellous pins were wrongly used in the distal intramedullary nail block. Although the bolt diameter is the same as the correct bolt (five millimeters in diameter) the difference is in the bolt turns. It was unknown if the surgery completed successfully. There were no patient consequences reported. This complaint involves three (3) devices. This is report 1 of 3 for (B)(4).